Manufacturer narrative:
Occupation was lay user/patient. Device requested but not available for return.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. This medwatch will cover the unknown strip lot. Refer to the medwatch with patient identifier (B)(6) for information on strip lot 36888221. The customer stated all the meter results were completed around 5:15 am and all the laboratory testing was completed between 8:15 - 8:30 am. On (B)(6) 2018 at 5:21 the meter result was 5.0 inr and the laboratory result was 3.3 inr. The strip lot used for the aforementioned meter result was unknown. On (B)(6) 2019 at 5:12 am the meter result was 5.0 inr and the laboratory result was 3.6 inr. The strip lot used for the aforementioned meter result was 36888221. The customer's therapeutic range is 2.5 - 3.5 inr. The customer's coumadin dosage was adjusted based on the laboratory results. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, no changes in diet, no signs of bleeding or bruising that required medical treatment. The customer is on an antibiotic. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). The customer was unsure if the blood sample was applied to the test strips within 15 seconds after lancing their finger. Only the customer's meter and test strips of lot 36888221 were returned. The investigation did not identify a product problem. The cause of the event could not be determined.